Event description:
As reported by (B)(6) affiliates, at the 30 day follow up post tavr, the patient presented with nyha iii and moderate paravalvular leak (pvl) on echo. A second valve was placed correcting the pvl. Initially, the sapien xt was positioned 50:50 and landed 10/90 aortic/ventricular (a/v). Moderate pvl was observed and the valve was post dilated with +2cc additional volume twice. The pvl was reduced to mild. The doctor did not want to implant a 2nd valve due to the patient¿s young age and chose to monitor the patient's condition post op and on discharge. At the 30 day follow up visit, the patient did not feel better and returned with nyha iii and moderate pvl. The multi disciplinary team determined that he was still not a good surgical candidate and the decision was made to bring him back to implant a 2nd sapien xt. The second valve was successfully deployed 60:40 a/v. Post dilation with +2cc additional volume was performed and mild pvl persisted. The mean gradient was 25mmhg. Physicians were satisfied with this result. Initially, this patient had moderate aortic root calcification. The coaxial alignment of the valve and delivery system was considered poor. During placement of the second valve, the coaxial alignment of the valve and delivery system was fair.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. Minimal ostial coronary height for a 23mm sapien xt valve is 10mm. In this case, the patient¿s ostial coronary height was 7mm. As the valve was placed, the prosthetic leaflet was pushed up towards the lca ostium, causing the occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by (B)(4) affiliates, post deployment of a 23 mm sapien xt valve, the left coronary artery (lca) was occluded requiring angioplasty and stenting. Initially, the lca with an ostial height of 7mm from the annulus was protected with a guidewire and a ptca balloon during the tavr procedure. A 23mm sapien xt was then positioned 70:30 aortic/ventricular a/v and deployed 80:20 a/v within a degenerated surgical valve. After deployment of the thv, the patient experienced severe hypotension and angiography revealed a left coronary artery occlusion. A ptca was quickly performed, however, the balloon ruptured. At that time the patient was in asystole; massive doses of vasopressors were given and CPR was started. Left coronary perfusion remained very poor and operators decided to implant a stent. The stent was positioned and deployed into the proximal lca, but the thv strut didn't let it expand properly and the pressure was still very low. CPR was continued and echo showed a cardiac tamponade with the right ventricle (rv) totally collapsed on itself. The operators tried to perform a pericardiocentesis but it was not possible to drain because the tamponade was too posterior. After 45 minutes of asystole and CPR, the patient expired. It was perceived that the lca was occluded by the prosthetic leaflet pushed toward the ostium. The final positioning was indeed 80:20 a/v but, since the vessel had such a low emergency, it's very probable that also a lower positioning would have occluded it as well. Final positioning seemed to be done as per training manual, with only few millimeters below the lower margin of the ring. Identification of this margin was done just with the aortography, since the prosthesis was a stentless 23mm valve. The cause of the pericardial tamponade remains unknown and the pacing lead, guidewire, and/or CPR maneuvers were perceived as possible by the operators.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and regurgitation requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the cause of the malposition cannot be confirmed. It is likely that the poor coaxial alignment of the valve and delivery system could have contributed to the event. The subsequent pvl can be attributed to the too ventricular placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by (B)(4) affiliates, post deployment of a 23 mm sapien xt valve, the left coronary artery (lca) was occluded requiring angioplasty and stenting. Initially, the lca with an ostial height of 7mm from the annulus was protected with a guidewire and a ptca balloon during the tavr procedure. A 23mm sapien xt was then positioned 70:30 aortic/ventricular a/v and deployed 80:20 a/v within a degenerated surgical valve. After deployment of the thv, the patient experienced severe hypotension and angiography revealed a left coronary artery occlusion. A ptca was quickly performed, however, the balloon ruptured. At that time the patient was in asystole; massive doses of vasopressors were given and CPR was started. Left coronary perfusion remained very poor and operators decided to implant a stent. The stent was positioned and deployed into the proximal lca, but the thv strut didn't let it expand properly and the pressure was still very low. CPR was continued and echo showed a cardiac tamponade with the right ventricle (rv) totally collapsed on itself. The operators tried to perform a pericardiocentesis but it was not possible to drain because the tamponade was too posterior. After 45 minutes of asystole and CPR, the patient expired. It was perceived that the lca was occluded by the prosthetic leaflet pushed toward the ostium. The final positioning was indeed 80:20 a/v but, since the vessel had such a low emergency, it's very probable that also a lower positioning would have occluded it as well. Final positioning seemed to be done as per training manual, with only few millimeters below the lower margin of the ring. Identification of this margin was done just with the aortography, since the prosthesis was a stentless 23mm valve. The cause of the pericardial tamponade remains unknown and the pacing lead, guidewire, and/or CPR maneuvers were perceived as possible by the operators.

Manufacturer narrative:
As reported by (B)(4) affiliates, post deployment of a 23 mm sapien xt valve, the left coronary artery (lca) was occluded requiring angioplasty and stenting. Initially, the lca with an ostial height of 7mm from the annulus was protected with a guidewire and a ptca balloon during the tavr procedure. A 23mm sapien xt was then positioned 70:30 aortic/ventricular a/v and deployed 80:20 a/v within a degenerated surgical valve. After deployment of the thv, the patient experienced severe hypotension and angiography revealed a left coronary artery occlusion. A ptca was quickly performed, however, the balloon ruptured. At that time the patient was in asystole; massive doses of vasopressors were given and CPR was started. Left coronary perfusion remained very poor and operators decided to implant a stent. The stent was positioned and deployed into the proximal lca, but the thv strut didn't let it expand properly and the pressure was still very low. CPR was continued and echo showed a cardiac tamponade with the right ventricle (rv) totally collapsed on itself. The operators tried to perform a pericardiocentesis but it was not possible to drain because the tamponade was too posterior. After 45 minutes of asystole and CPR, the patient expired. It was perceived that the lca was occluded by the prosthetic leaflet pushed toward the ostium. The final positioning was indeed 80:20 a/v but, since the vessel had such a low emergency, it's very probable that also a lower positioning would have occluded it as well. Final positioning seemed to be done as per training manual, with only few millimeters below the lower margin of the ring. Identification of this margin was done just with the aortography, since the prosthesis was a stentless 23mm valve. The cause of the pericardial tamponade remains unknown and the pacing lead, guidewire, and/or CPR maneuvers were perceived as possible by the operators.